Event description:
Caller reported 3 potential false negative urine hcg results on the mckesson dipstick. The 3 patients had positive home pregnancy tests and were confirmed by qualitative serum at the hospital. No patient information was provided. Internal controls ran fine. No external controls were run on this kit. Kit stored at room temperature. Fresh specimen were used and were stored at room temperature when tested. Time of collection was not first am. No urine samples available for investigation.

Manufacturer narrative:
Investigation pending.